Event description:
(B)(4). Since implantation with essure, I have progressively developed the following symptoms. I have gone to my primary care doctor to seek answers, there are none. Blood work comes back normal. Sharp/stabbing pelvic pain, lack of menstrual cycle (amenorrhea), itching, burning, stinging, of vaginal entrance, joint pain, all over body aches/pain, tingling and numbness sensations, brain fog and cloudiness, forgetfulness, anxiety/panic attacks, sensation of burning skin, skin irritation/itching (to the point of breaking skin), hair loss or changes (sores constantly develop in scalp).

Event description:
(B)(4). My joint pain has escalated to the point at times I need crutches to walk!

Event description:
(B)(4). Correction on previous entry. I do not suffer from lack of menstrual cycles. I suffer from heavy menstrual cycles. I bleed through super plus tampon and overnight size pads every 2 hours. Because of these heavy cycles, my doctor will be performing a hysterectomy (uterus, fallopian tubes, and certix) on (B)(6) 2017.